Event description:
The manufacturer received information alleging the device failed the system leak verification test step during testing. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the muffler assembly was replaced to address the issue. Additionally, unrelated to the test failure, since dirt on the blower assembly and the in-line filter, prox was confirmed, they were replaced.